Event description:
Objective of the study was to assess the effectiveness of the bipolar sealer when compared to the standard electrocautery device in terms of minimizing blood loss and preserving patient hemoglobin. A reduced need to transfuse blood could minimize patient risk related to blood transfusion and ultimately reduce hospital length of stay. This study: 30 treated with bipolar sealer 90 treated with standard electrocautery 10% of participants required blood transfusion postoperatively; 25% (3 patients) treated with bipolar sealer, 75% (9 patients) treated with standard electrocautery. 3/120=2.5% rate of transfusion with use of bipolar sealer no significant incidence of blood transfusion in either group no significant difference in mean hemoglobin preoperatively or at day 1, 2, or 3 postoperatively iin either group no significant difference in length of hospital stay in either group due to the need for patient transfusions this incident is deemed reportable. No patient identifying information therefore 3 transfusions reported on this 1 MDR.

Manufacturer narrative:
(B)(4). Evaluation code method: device not returned therefore analysis unable to be performed. Evaluation result, conclusion: device not returned therefore analysis unable to be performed. (B)(4).